Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited noise and intermittent sensing. The right atrial lead exhibited noise. Both the device and the lead were reprogrammed. The patient remained in good condition.